Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 17 mg/dl. The customer felt that he may have taken too much insulin. Troubleshooting was performed, and the insulin pump passed the self test. Found that prior to the event, the customer changed the reservoir, without first disconnecting the infusion set from his body, causing a large amount of insulin to be delivered during the manual prime. The customer acknowledged his mistake, and realized that the should never be connected to the infusion while priming.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.